Event description:
The customer contacted baxter's service center regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during drain 1 of 4. The care giver (cg) stated that the home patient (hp) was not connected for most of the first fill and that they ended up connecting towards the end of the fill. The technical service representative (tsr) explained that the cg would need to end therapy. The tsr assisted the cg in ending therapy. The cg was to restart with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient had not reported this incident to her, but that she would follow up with him regarding proper procedures. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error ? Failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A batch review could not be performed as the lot number was unknown.